Event description:
It was reported by the customer that channel will not work/stop during transport to CT scan or in the elevator. It was further reported by the customer that following internal investigation of the issue it was noted the communication error was attributed to iui connectors that were not cleaned properly or required changing. The customer has since implemented a robust cleaning regimen. There was patient involvement, however patient harm is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an channel disconnect/stopping was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that channel will not work/stop during transport to CT scan or in the elevator. It was further reported by the customer that following internal investigation of the issue it was noted the communication error was attributed to iui connectors that were not cleaned properly or required changing. The customer has since implemented a robust cleaning regimen. There was patient involvement, however patient harm is unknown.